Event description:
This is a report of a peritoneal dialysis (pd) patient who performs pd therapy on a homechoice (hc) who experienced their heart stopping during a CT scan. At the time of the event the patient was hospitalized for falling and hitting their head due to unconsciousness (at home). The fall was reportedly due to the patient having a low blood sugar. During the patient¿s hospitalization, the patient had a CT scan due to the head injury. During the CT scan, the patient¿s heart stopped and the patient required resuscitation. The cause of the heart stopping was unknown. The patient was discharged from the hospital on an unspecified date and went to rehab for 1 week, (unknown date). At the time of this report the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The event occurred on an unspecified date during hospitalization (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device was not returned for evaluation. A device history record review and a service history record review revealed no issues that could have caused or contributed to the reported event. The reported event could not be confirmed. Should additional relevant information becomes available, a follow up medwatch will be submitted.